Manufacturer narrative:
Evaluation code result. Correction to evaluation code conclusion. Device evaluation summary: the battery was returned to medtronic for failure investigation. There were no visible anomalies or damage that may have contributed to the event. The battery was able to communicate with the respective application when connected. Firmware of the battery was tested and verified to be correct. The fault was isolated to a hardware short circuit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator alarmed with a battery inoperative message and then shut off. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and was unable to verify the reported issue. The se found the battery had error messages in the memory showing the battery voltage was out of range (oor). The se replaced the battery. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.